Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the only line present was a system error along with a line of the pump on ac battery power. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 96.03 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.97 %. The flow rate accuracy is within +/- 5%, which meets the passing criteria.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Customer reported "unit possibly not dispensing medication". Medication being infused is unknown. No patient injury reported.